Event description:
It was reported to philips that the customer's system has flagged the current version of erlang otp (common vulnerabilities and exposures (cve) 2025-3243). Although the vulnerability does not affect iscv (intellispace cardiovascular as they don't use ssh (secure shell), the customer has expressed concern as they are not able to upgrade this component. The device was in clinical use at the time of the event and no adverse events or harm were reported. Philips has started an investigation of this complaint.